Event description:
It was reported by the customer patients carrying infusion ports were required to insert single-use implantable drug delivery device indwelling needles before medication administration, and after the nurse opened the package, she found that the infusion port needles did not have needle caps, and the port needles were slightly curved. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a missing needle guard is inconclusive due to the state of the returned sample. One photograph of a powerloc infusion set was returned for evaluation. An initial visual observation of the photograph showed no needle guard on the sample or anywhere else in the photograph. The needle shaft was observed to be bent. No obvious evidence of use was observed on the sample in the returned photograph. Inspection of the returned photograph was insufficient to confirm the alleged issue or identify a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer patients carrying infusion ports were required to insert single-use implantable drug delivery device indwelling needles before medication administration, and after the nurse opened the package, she found that the infusion port needles did not have needle caps, and the port needles were slightly curved. No other information was provided.